Manufacturer narrative:
Section d.4 product and lot # change. See investigation attached.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has metal transcend liner in a lineage cup, and head revision.